Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a network cable issue. A field service engineer replaced a new network cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system was not communicating. The customer stated that there was a one-hour delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.